Event description:
This morning I was brushing my teeth, when all of a sudden my gum toothbrush snapped in tooth. The broken handle shot out to the side and cut into my cheek. It was sharp enough to break the skin and start bleeding. Up until that moment, this toothbrush was my go to brand. Now I am not so sure anymore. That was very scary.